Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the main board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during a functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.